Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon attempting to inflate the balloon catheter, the balloon burst at 2 atm of pressure. In response, the balloon catheter was withdrawn into the guide catheter; however, during this process, the stent became dislodged from the balloon catheter and embolized within the aorta. Subsequently, another stent was successfully placed at the target lesion site. There were no add'l complications reported relative to this event.